Manufacturer narrative:
A record review was completed and there were zero nonconformances related to this manufacturing lot. There was no returned product to complete an evaluation. The root cause for the failure is undeterminable.

Event description:
Insertion introducer sheath separated from hub. We were able to retrieve sheath.